Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio: (1.2, 1.4, and 1.7). Pt's therapeutic range: 2.0-3.0. Customer's operational technique: customer milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Pending investigation.